Manufacturer narrative:
Evaluation result: fowler.

Event description:
It was reported by service report that the fowler would not raise on the stretcher and it was drifting. It is unknown if there was patient involvement, however, no adverse consequences are reported.